Event description:
It was reported that the pocket site was swollen. The patient had pain and a seroma and the device pocket site. The healthcare provider (hcp) thought there was a clot. On the day of the report, the pocket was to be opened, irrigated and closed. At the time of the report, the patient was without injury. The device system was used to deliver morphine. It was later reported that the site was cleaned out. The hcp thought that the patient had a hematoma. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).